Event description:
Healthcare provider called to do an ultrasound guided peripheral intravenous line (piv) on patient with arm restriction due to presence of arteriovenous fistulas (avf) on left arm. Introcan safety® deep access IV catheters, 22ga, 2.5in. Ultrasonography (usg) piv placed to right upper arm. Insertion went smoothly-flash to blood chamber noted. As soon as I tried to separate catheter from needle, the needle just came off from the rest of the catheter. I was able to retrieve rest of needle from insertion site then safety device was engaged. Needle is all intact, did not appear bent or fractured.